Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Post procedure patient developed significant chest pain and shortness of breath and found to have 50-60 percent left sided pneumothorax which was evacuated with a pneumocath. Chest x-ray showed increase pneumothorax and subcutaneous emphysema, successfully treated with left sided chest tube.